Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (communication error ¿ message was water invaded scope connector and corroded while the user was handling the device. Due to the water invasion, abnormality of electrical parts occurred which led to displayed error message. The event can be prevented by following the instructions for use which state: ¿·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation, it was observed that there was a scope communication error due to corrosion on the endoscope connector caused by water invasion. Additionally, corrosion was observed on the control unit, scope connector and on the scope, connector cover due to fluid invasion. It was observed that no display due to damage on the charge-coupled device unit. It was also observed that the universal cord had a wrinkle. It was observed that the image guide protector had discoloration. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope displayed scope communication error (e315) message. The reported issue discovered during a daily check of the scope. There were no reports of patient harm associated with this event.